Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between the liberty cycler and the patient¿s umbilical hernia with observable swelling and purplish discoloration of peri-umbilical region. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Therefore, a possible causal or contributory association between continuous cycling peritoneal dialysis (ccpd) treatment with the liberty cycler and the patient¿s umbilical hernia cannot be excluded. However, there have been no reported allegation of a liberty select cycler malfunction related to the patient¿s umbilical hernia.

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing increased abdominal swelling with purple discoloration on her (unspecified) pre-existing abdominal mass which led to the patient visit the emergency room (ER). Physical exam significant for no associated pain, fever chills, nausea or vomiting; abdomen soft non-tender/ non-distended with observable purplish discoloration to periumbilical region. Initial vital signs recorded include: blood pressure (bp) 213/86, pulse 81, respiratory rate (rr) 18, temperature 97.1, current weight (B)(6) kg. Stat abdominal/ chest x-ray was performed to rule out bowel obstruction; results significant for abundant fecal matter in the colon. The patient was diagnosed with umbilical hernia with reducible dialysis fluid. Based on the available information, it is unknown if the patient required any further medical treatment. While the patient was hypertensive during ER encounter, there was no evidence of medical treatment; patient has a past medical history of hypertension. The patient was deemed stable for discharge home on the same day and was not admitted to the hospital. Per the pd nurse, the patient continues cycler assisted pd therapy without surgical repair of the hernia or any other further reported issues.